Event description:
Customer reported that the year setting of their precision xtra blood glucose meter was set to 2107 and could not be changed to 2007. Customer also reports that they are having difficulties transferring data from their meter to their computer using the precision link data management system. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec2006 letter.